Manufacturer narrative:
An external tear on the soft cannula was found and fluid was observed leaving the tear. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.5 mmol/l (297 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. Hyperglycemia treated with a correction of 2.5 units (method unknown).